Event description:
The customer reported that telemetry signal was lost and a "no data tele" message was displayed. Location icons for wireless devices would display access point on different floors. This issue affected the 2nd and 3rd floor. The device was in use on patient at time of event, there was no adverse event reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
Philips received a complaint on the patient information center ix indicating that there was an issue with the telemetry signal loss and a message displaying "no data tele" on the pic ix computers. A remote service engineer (rse) spoke to the customer and remoted to the customer site via philips remote services (prs). The rse opened the apc browser utility and found multiple "unregistered access points (ap)" for the 2nd and 3rd floors. The biomedical engineer rebooted all access point controllers (apc), and telemetry devices began reconnecting to pic ix computers with a few exceptions. The rse determined that the customer required onsite service for troubleshooting/repair. It was determined that the apc lost all the access point ap naming. A field service engineer (fse) went onsite and reviewed the logs and renamed the aps that were missing names. Based on the information available and the testing conducted, the cause of the reported problem is unknown. As the restart resolved the issue, the cause was unable to be traced to one thing and is unknown. The reported problem was confirmed. The device was operational after rebooting the apcs and renaming the aps that had missing names.